Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports of having high and low blood glucose. Customer states that after training, when bolus was administered, blood glucose would drop in the 50 mg/dl within two hours. Customer states the day after, blood glucose rose to 400 mg/dl. Customer was able to stabilize blood glucose was declined transfer to helpline. No further information provided.